Event description:
While changing a triple lumen catheter over the guidewire, the catheter inadvertently slipped and went into the femoral vein requiring emergent retrieval of the catheter by vascular interventional radiology.